Manufacturer narrative:
Approximate age of device- new implant. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a connector of the patient¿s epc is very hard to connect however there is no reported patient consequences. The hospital staff confirmed with other clips and controllers and they were smoother when making a connection. No additional information provided.